Event description:
It was reported that one week after the surgery, pt went into retention. Three weeks post-operatively, the physician brought the pt back in to make an adjustment to loosen the tension and did so by clipping both sides of the mesh under the urethra.